Event description:
Information received indicates after the bed is placed into the reverse trendelenburg position, the bed will slowly drift down until the bed is flat.

Manufacturer narrative:
Repairs have not been completed.